Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that during use of the cadd medication cassette the pump exhibited an unspecified alarm. Per reporter the alarm was resolved when the cassette was replaced. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: device evaluation: complaint samples were received for evaluation. Visual inspection showed no discrepancies. Functional testing involved filling the device with water and connecting it to a cadd legacy plus pump to look for unusual function. The pump exhibited a no disposable alarm the moment the cassette was connected. Based on evidence and investigation, the complaint allegation was confirmed.